Event description:
While attempting to insert a multi-lumen central venous cath kit, the guide wire become unraveled. Due to the unraveling the wire was unable to be advanced nor removed. Was left in place and required surgical intervention for removal of wire from the right femoral vein. In addition, during initial set-up another wire from the same vendor and lot # was opened and had also unraveled.